Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the guidewire could not be removed from the left ventricular lead upon implant. The physician elected to use another lead and the patient was stable throughout.

Manufacturer narrative:
The reported field event of an inability to remove the guidewire from the lead during implant was confirmed in the laboratory. The ptfe guidewire coating was found stripped and was found bunched up with the inner coil, consistent with procedural damage. The cause of the withdrawal difficulty was consistent with the bunching of the guidewire coating between the guidewire and the inner coil at the connector region.